Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to a fluid leak from a hole in the right cylinder. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. There were no patient complications related to this event.